Event description:
During a remote follow-up, myopotential oversensing resulting in loss of pacing was observed on the device. The device is anticipated to be reprogrammed to resolve the event, however, no intervention was performed at this time. The patient was in stable condition and will continue to be monitored.